Manufacturer narrative:
Follow-up #1 date of submission 07/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a low battery warning was duplicated during testing; pump gives audible and visual "low battery" warning. There was no defect found. Unrelated to the complaint, evaluation revealed that the display lens was scratched.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2013 alleging the patient experienced elevated blood glucose (bg) of over 400 mg/dl with headache, thirst, body aches and frequent urination. The reporter stated the patient was given a bolus of insulin to treat the elevated bg and the bg was currently 300 mg/dl. The reporter stated the pump lost power during the night and the patient awoke with the elevated bg. The reporter stated the pump had been losing power due to replace battery alarms for over one year. The reporter further stated that the batteries have had be changed every eight days with the last known battery replacement on (B)(6) 2013. The reporter stated that four different batteries were placed in the pump before the pump would stop alarming to replace the battery. Troubleshooting by animas customer technical support revealed four replace battery alarms on (B)(6) 2013 and one on (B)(6) 2013, but there were no low battery alarms in the history. The patient discontinued insulin pump therapy and was on a backup plan. The reported bg excursion is not being reported because it does not meet animas' criteria of a reportable adverse event. This complaint is being reported because the alleged power issue remained unresolved.